Manufacturer narrative:
(B)(4). Date of event: publication year of 2001. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
Title: endoscopic radial artery harvest: a new approach author(s): mark h. Genovesi, md, lisa torillo, pa, james fronger, md, nilesh patel, md, j.c mccabe, md, v.a subramanian, md. Citation: the heart surgery forum #2001-1485 4 (3): 223-225, 2001. This article aimed to review the minimally invasive technique for obtaining the radial artery (ra) from the forearm. Over a 12-month period, 120 nonselected patients underwent endoscopic radial artery harvesting. In the procedure, a 5-mm 30-degree orbital endoscopic dissector (ethicon) was passed above the ra in a plane above the fascia. The clear glide (ethicon) endoscopic dissector was placed and the fascia was transected with the use of the lcs c-5 harmonic shears. All dissection was carried out with the use of lcs c-5 harmonic shears, dividing each vessel branch. Intraoperatively, brachial artery was inadvertently cut in one case necessitating open repair. No major adverse clinical events were observed, although transient dysesthesia in the dorsum of the hand and radial aspect of the forearm developed in several patients (n=?). The dysesthesia was reported to be attributed to contusion of the superficial branch of the radial nerve and the lateral cutaneous nerve from the large instruments used for the harvestings. Endoscopic ra harvesting is a safe technique and has good short-term patency results.